Event description:
The hospital reported hst iii system (4.3mm) was used for the central anastomosis. After using the aortic cutter, a loaded device was inserted and an attempt was made to deploy the seal, but it did not open. The procedure was completed without incident by opening and using a new device. There were no delays. There was no health risk to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 07/11/2025. An investigation was conducted on 7/14/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Only the delivery device with seal outside the delivery device was returned for evaluation. The white plunger was fully depressed and the blue safety lock off. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap " was not confirmed. The lot # 3000421682 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.